Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was transferred from sorc to omsc. Omsc checked the subject device and found that the reported phenomenon could not be duplicated, even though following stress was applied to the subject device. Angulation, mechanical stress such as moving, bending and pulling and so on to the insertion tube and the universal cord, thermal stress (heating) to the distal end and the video plug, thermal stress alternately cooling and heating to the distal end, light impact stress to the distal end and the video plug, repeated power on/off, continuous burn-in (approximately sixty minutes). Omsc found that there was water leakage from the video plug and the distal end had scratches, evidence of impact, deformation and so on. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, omsc presumed as follows. - foreign matter and dirt adhered to the electrical contacts of the video plug, and the electrical connection became poor. Furthermore connecting condition of the video plug and cables was poor, the electrical connecting condition became poor. - the image sensor unit at the distal end of the endoscope was applied to mechanical stress then the electrical connection condition became poor temporarily. -since the image sensor unit at the distal end of the endoscope has no repair history for about 4 years, the electrical connection condition temporarily became poor due to deterioration over time. - moisture invaded the inside of the endoscope from the leaked part of the video plug, and the electrical connection condition temporarily became poor in the internal electric circuit of the video plug and the image sensor unit at the distal end of the endoscope. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was inspected at olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon could not be duplicated. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the endoscopic image was not displayed. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.